Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tweleve events of leakage at site of with an infusion set. Infusion set was used for about an hour and a half each time. Patient's blood glucose levels were 290-400 mg/dl therefore, the patient replaced infusion set and bolused via the pump. The patient replaced infusion set and resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- device 8 of 12.